Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests, moved intuitively with full range of motion in all directions and tips opened and closed properly with in-house tips installed. The instrument was fully functional, and no product issue was identified. Additional findings, non-related to the complaint, the instrument was found to have a scratch marks/abrasion on tube adapter at the distal end and there were no broken pieces.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced connection issues with the single port monopolar curved scissors instrument. They opted to not use the instrument. There was no patient involvement.